Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose was 337 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.